Manufacturer narrative:
The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was infection of unknown onset. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported "lost one implant" "due to infection" on an unknown side. Patient additionally reported "having extreme anxiety and panic attacks over this.¿ device has been explanted. The manufacturer of the device is unknown.